Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure. Years ago, an aus system was removed due to intestine perforation caused by the balloon. Since then, patient did not have any implanted device. In (B)(6) 2021, a new aus system was placed and it was said that the patient is expected to fully recover.